Event description:
Information received by medtronic indicated that the customer reported insulin pump damage which lead to blank display and battery cap damage. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer confirmed that there is no damage to the battery cap. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged battery cap contact missing/damaged, blank display and cosmetic damage located at the battery side found on 18-aug-2022. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place. The pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thump due to blank display. During visual inspection, the cracked case behind the pump near the battery tube compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. By using a test case, the pump powered up properly and continued self test, currents measurements and download history files/traces using thump. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 08/14/2022 15:13:33.000, 08/15/2022 00:48:11.000 to 08/15/2022 00:54:52.000, 08/15/2022 08:38:27.000 to 08/15/2022 08:49:56.000. Failed batt alert/battery failed alarm was recorded and found in the formatted history file on: 08/15/2022 00:54:46.000, 08/15/2022 00:54:51.000, 08/15/2022 08:39:11.000 to 08/15/2022 08:46:34.000. Earliest power data available per the power management tool/detail trace file is on 22-aug-2022 at 12:00:37 pm. There was no power data available for the date of 15-aug-2022. Unable to check power data for failed batt alert/battery failed alarm. Blank display was confirmed due to shifted battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery side of the pump. Battery cap contact missing/damaged was confirmed. Unable to download history files and traces using thump due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used, the pump powered up properly and continued self test, currents measurements, download history files/traces using thump and no blank display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.